Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, which resolved the issue, and advised the customer to continue using the pump while contacting support if the malfunction recurred. The customer acknowledged and understood the instructions.